Event description:
It was reported that the patient had a driveline infection and endorsed abdominal pain at the site. It was last packed in (B)(6) 2022 and scheduled to get it repacked. Since then, the patient had been having abdominal pain with sanguineous and purulent drainage. They denied fevers, chills, chest pain, shortness of breath, nausea, vomiting, dysuria, constipation, or diarrhea. On (B)(6) 2022, the patient had an incision and drainage with wound vacuum placement at 125 mmhg suction by cardiothoracic surgeon (cts) and was to be discharged home with the wound vacuum with plans to follow up in clinic. Per infection diseases, they were to continue zebraxa (ceftolozane/tazobactam) 3g IV every 8 hours for empiric coverage of multi drug resistant pseudomonas driveline infection and vancomycin was to be discontinued with negative blood cultures and absence of gram-positive growth on wound cultures.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported sanguineous drainage could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists infection (including driveline and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had packing for abdominal pain at driveline site on (B)(6) 2022 instead of (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.